Event description:
A patient in the ICU was connected to a datascope intra-aortic balloon pump "iabp", specific one unknown, when the balloon ruptured. The nurse noticed blood in the iabp tubing. The nurse notified the physician, clamped off the tubing and turned the pump off. The physician arrived 1/2 hour later and replaced the ruptured tubing and repositioned the tubing. The patient was not harmed by this incident. The defective tubing is being held by biomedical engineering pending disposal instructions. Ai letter response: a smooth edged penetration was found in the membrane that is located 8.5" from the iab distal tip. Accompanying the penetration is a whitish abrasion patch that measures .085" in length. The microscopic appearance of the penetration and of the surrounding abraded area is typical of those caused by repeated contact with calcified plaque during intra-aortic balloon pumping.